Event description:
It was reported that infection still current, patient experiencing pain, swelling. Stage 1 irrigation and antibiotics performed.

Manufacturer narrative:
An event regarding drainage of a hematoma involving an adm liner was reported. The event was confirmed. The device was not returned for evaluation. A medical review indicated the event is not related to factors of faulty prosthetic design, manufacturing, or materials. A device history review records indicate the device was manufactured with no reported discrepancies. A review was not performed as no device specific failure modes were identified. The investigation concluded that the reported procedure was related to patient factors. A hematoma was noted and drainage was performed, but there were no signs of infection.

Event description:
It was reported that infection still current, patient experiencing pain, swelling. Stage 1 irrigation and antibiotics performed.

Manufacturer narrative:
Additional devices listed in this report: cat # 6519-1-028, lot # 38534801, description: delta un.fem hd 28mm r28 16/18. Cat # 6519-t-204, lot # 33655301, description: uni adaptor sleeve v40 ti. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the devices are not available for evaluation because they were discarded. Additional information has been requested and if received, will be provided in the supplemental report. Devices discarded.